Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a2, a3a, a4, b2, b5, and h6: health effect - clinical code. To provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and fully rear locked. The sheath tubing is cut near the top of the device, and damage was visible on the carrier tube near the location where the sheath was cut. The anchor was deployed, and the collagen was saturated in blood. Functional testing could not be performed due to the condition of the returned sample. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 12jan2025: the procedure being performed was an angiogram and percutaneous coronary intervention (pci) via 6 french femoral sheath (terumo). A pre-deployment angiogram was conducted. There were no difficulties encountered with arterial access, sheath, guidewire, catheter insertion, or issues with insertion. Issues occurred with deployment. Hemostasis achieved by 1-1.5 hours of manual pressure. It was very difficult to achieve hemostasis. The estimated blood loss was less than 250ml. The patient was stable. An extremely large hematoma and extensive bruising occurred. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor inserted the collagen sheath and attempted to retract, everything came apart. Digital pressure was used to gain hemostasis. There was no injury to the patient.